Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the arm, which is considered off-label use. The patient's mother did not report injury or medical intervention. It was reported that the sensor was inserted into the arm, which is considered off-label usage. It should be noted that the dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen) or buttocks.